Event description:
Customer reported the insulin pump is not working. The numbers in the device keep scrolling. Only way to make numbers stop is to take the battery out and he disconnects from the device. Customer stated he noted the number after waking up because he felt he was going low. Blood glucose level was 82 mg/dl, treated with food. Customer does not recall any events that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Intermittent button response due to corroded keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.